Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event was caused by a power switch failure due to a design failure. It was confirmed that the design was changed to improve the resistance of the power switch, and implemented in products shipped after december 11, 2013. This product was manufactured before the design change. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center power button got stuck in the on position. During inspection and testing of the returned device, it was observed that the power switch failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of the power button got stuck in the on position. The evaluation uncovered a power switch failure, damaged and a bent rear panel and top cover. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.